Event description:
Additional information received from the patient reported the pump was removed because it and pocket were infected. It was noted that nothing along the incision was red, open, or dirty. His belly had some protuberance at the bottom of the pocket. The explant was indicated as an emergency procedure, and the patient had several infectious doctors in consultation. The patient referred to himself as a "legal addict," but was able to stay calm and composed. During the two week stay at the hospital the patient lost 28 pounds. The patient experienced withdrawal for nearly two months after have the pump removed. They had only given the patient about half of what he actually needed in the hospital, as they were not used to dealing with pain patients. The patient assumed that the pump was still at the hospital if the manufacture wanted for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the (B)(6) male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and lumbar radiculopathy. The concomitant medications and patient history were not reported. It was reported that in 2015 (exact date unknown) the patient had a confirmed (B)(6) pocket infection. The sudden infection symptoms located below the pocket were redness, swelling, and hot. The total system was explanted on (B)(6) 2015, and the patient was on three kids of intravenous antibiotics for 14 days. The infection was associated with the implant. The patient suspected the pump, doctor or the facility was dirty and caused the infection. It was noted that the patient did not want to go "there," but the doctor had bought a surgery center and wanted to do everything there. The patient stated that "it was so bad it looked like it was going to go down the catheter to his spine." The patient still did not have any taste or smell, and had not fully recovered his "physician wellness." The patient also had gone through withdrawal, and doctors did not know that he was going through withdrawal. The patient does not know what happened to the pump after explant, as he was now seeing a different physician for his pain management.

Event description:
Additional information was received from a consumer who reported that the patient's withdrawal continued until he was placed on oral pain medications in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.